Event description:
An unrecoverable arterial pressure exceeded alarm occurred during a routine hemodialysis treatment. Treatment was discontinued w/o performing rinseback, due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The pt's hgb was 10.5 g/dl on (B)(6) 2011, and 8.6 g/dl on (B)(6) 2011. Standard epogen dosing was increased on (B)(6) 2011 to 20000 units 3x week from 15,000 units 3x per week. No other medical intervention was required.

Manufacturer narrative:
Arterial pressure alarms are typically caused by inadequate vascular blood flow to meet the commanded blood pump flow rate due to cannulation info to suggest a device malfunction occurred and is not considered device related. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. No further similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.